Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: pt. Presented with a periprosthetic (femoral) fracture of the left knee, following a ¿bad fall¿ requiring a distal-femur replacement. Pt. Had a stryker triathlon tka done ¿over 5 years ago¿. No complaints filed against the implants themselves." The patient's knee construct (femoral component, liner, baseplate) were revised. Per rep., the baseplate was revised only to convert the patient to a distal femoral replacement. Rep confirmed there are no allegations against the revised baseplate and insert.